Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have problems with their implantable pulse generator (ipg) and their right ventricular (rv) lead "went out". The lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.